Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the sternal saw was making a loud noise, but was functional. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). Originally the user facility only returned the sternal saw. The srt performed a functional test and observed the customer saw operated at approximately noise/volume level as the service test saw. Internal inspection of the saw was observed to be clean with no signs of corrosion. The srt performed verification/release test of the sternal saw. The manufacturer contacted the customer and requested the flex cable to be shipped back to the manufacturer, which was received on (B)(4) 2014 for eval. The srt performed a functional test and observed the customer flex cable to be loud, whinny and binding during operation. Internal inspection revealed the flex cable to be dry with no signs of lubrication. The cable was repaired, disassembled, inner core cleaned, grease applied and flex cable reassembled. The manufacturer recommends preventative maintenance (pm) be performed on these cables every six months. These cables are not serialized and it is unk when the last pm was performed. The srt performed a verification/release test on the flex cable. The unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.